Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system exhibited pacing impedance measurements greater than 2000 ohms. Additionally, loss of capture was seen during temporary pacing with output up to 10 volts. The decision was made to replace the lead. During revision, the set screws could not be tightened down on the new lead and the device was replaced as well.